Event description:
Procedure type: vats. According to the reporter: after loading the device, the sulu started to rotate without pressing any buttons. The incident did not affect the patient. The difficulty did not result in unanticipated colostomy, formal laparotomy or re-operation. There was no unanticipated extension of the incision by more than one inch. There was no blood loss of over 500cc's. Surgical time was not delayed by more than 30 minutes. No device fragment fell into the patient's cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).